Event description:
Procedure: lap chole. Pt sex: unk. Reportedly, when the surgeon infused 25 cc of air into the balloon, it broke. The broken pieces were all retrieved. Another device was used and there was no injury to the pt reported.